Event description:
It was reported that the shock impedance of this right ventricular (rv) lead had increased to 200 ohms after a scheduled ablation procedure. This was high out of range. After checking the measurements an hour after the procedure, they had returned to normal range around 80 ohms. No adverse patient effects were reported. Currently, this lead remains in service.